Manufacturer narrative:
Additional information noted: part number: 9731203, lot number: 0400003345. Event description was updated accordingly. Reporter section was updated accordingly. The returned mobile field generator was returned and it was noted that the reported problem could not be duplicated. The field generator was connected to a test system for a multi-day burn-in test, and the system remained in green status during all testing. Flexing the cable does not indicate any intermittent opens, as the component tested fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that when the swapped the axiem and that resolved the issue.

Manufacturer narrative:
Other relevant device(s) are: product ID 9733597, lot # unknown, ubd unknown, UDI unknown product ID 9731203, lot # unknown, ubd unknown, UDI unknown. A medtronic representative visited the site to evaluate the equipment. The internal axiem connection was re-seated, but communication issues remained. A second axiem emitter was connected to the system and the issue was resolved. A registration was conducted to ensure the system was functioning as indented. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while testing the system prior to the procedure, communication could not be established with the axiem box. Another axiem box was tried and the issue remained. There was no reported delay. There was no patient involved.